Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ('menometrorrhagia') in an adult female patient who had essure (ess205) inserted. The patient's medical history included anxiety, depression, anemia, dysmenorrhea and pelvic pain. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (novasure endometrial ablation). Essure (ess205) treatment was not changed. At the time of the report, the menometrorrhagia outcome was unknown. The reporter considered menometrorrhagia to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2012: normal appearing uterine cavity. 2. Uterine cavity length 6.5cm & width 4.3cm 3. The pt is status post prior essure placement. The right coil was visualized with hysteroscopy, the left was not. Microscopy - on (B)(6) 2015: bilateral metal coils are noted in each cornu,. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 2-jul-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ('menometrorrhagia') in an adult female patient who had essure (ess205) inserted. The patient's medical history included anxiety, depression, anemia, dysmenorrhea and pelvic pain. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (novasure endometrial ablation). Essure (ess205) treatment was not changed. At the time of the report, the menometrorrhagia outcome was unknown. The reporter considered menometrorrhagia to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2012: normal appearing uterine cavity. Uterine cavity length 6.5cm & width 4.3cm. The pt is status post prior essure placement. The right coil was visualized with hysteroscopy, the left was not. Microscopy - on (B)(6) 2015: bilateral metal coils are noted in each cornu,. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received. The case became serious incident. Previously reported event "injury" was updated to menometrorrhagia and marked serious due to ablation done. New reporter added, case became medically confirmed. Lab data and medical history were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.